Event description:
It was reported that there was a loose setscrew on the implantable pulse generator (ipg) which caused varying impedance on the right ventricular (rv) lead. The pocket was opened and a loose setscrew was observed. The setscrew was tightened and testing was performed with good results. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).